Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. G3: date received by mfg ¿ additional information. H2: type of follow up: correction. Alert date: 7/31/2025- correction from the initial MDR alert date submitted.

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that a signal loss occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).